Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
While putting on the final liner, dr. Noticed an improperly fixed wire blocking the liner in the tibia tray. The protruding wire prevented the insert from latching into the implant. A new implant has been opened. The procedure was not prolonged and the procedure was completed with a positive result.